Event description:
It was reported that a malfunction occurred with malfunction code malf 0, and fault ID 0x21d6 was available, indicating the pump was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support planned to send a replacement pump with updated software and provided storage mode instructions while also ensuring a smooth transition for the customer to use an alternate form of insulin therapy through mdi. The customer confirmed understanding of the necessary steps for returning the pump and receiving the replacement.